Manufacturer narrative:
Corrected fields: e1 (inadvertently missed), h10 (information regarding the customer's reprocessing steps was inadvertently missed on the initial) b5 clarification: endoscopic submucosal dissection (esd) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified and there was no damage to the area where the foreign material was detected. It is likely that the material remained in the device because reprocessing was not conducted in accordance with the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. It is unknown if the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer did not flush the air/water nozzle or channel with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera elite gastrointestinal videoscope due to an air/water flow issue noted during procedure preparation for a therapeutic esd procedure. Reportedly, the intended procedure was completed using the subject device. There was no patient harm reported as a result of this event. During the device evaluation it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit had been insufficiently reprocessing, causing the nozzle to clog. This clogged nozzle was likely the cause of the reported air/water flow restrictions. There were several other forms of device wear and tear noted throughout the unit. Those include but are not limited to material deformation, adhesive failure, and fluid leakage. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed.